Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2017 and enhancement procedure in (B)(6) 2018. Patient presented on (B)(6) 2018 complaining of dark vision in left eye. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva) since 5 days post surgery bcva was 20/20 in left eye and at 1 month post op was reduced to 20/50 +1. The patient complained of blurry vision in left eye with slight irritation and black haze over vision. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20, 1.75 x -.50 x 120. Left eye pre-op 20/20, 2.00 x -.75 x 90. Bcva from (B)(6) 2018: right eye post-op 20/20, -1.50 x .00 x 90. Left eye post-op 20/50, .00 x .00 x 90.